Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a device is showing ventilator inoperative. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.